Manufacturer narrative:
Broken wire inside limit switch harness.

Event description:
It was reported by service report that there were bare wires exposed in the limit switch harness. No pt involvement or adverse consequences are reported.